Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their leads explanted and replaced with a paddle lead. Effective therapy was established post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had fallen back on a chair and that they lost effective therapy due to lead migration. The patient may undergo surgical intervention to address their issue.